Event description:
It was reported that the catheter split near y connector. Leaks. Catheter placed in 2006. Hospital normally uses povidone iodine but, it has been determined that they also use chlorhexidine in 70% alcohol.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.